Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment and the guide catheter became stretched and separated. The stent was deployed by withdrawing the device and guidewire from the patient, however, the suture broke and remained in the patient. No attempt was made by the physician to retrieve the suture since he expected the suture to be expelled naturally. The procedure was successfully completed with no reported patient complications. The patient was reported to be doing well after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment and the guide catheter became stretched and separated. The stent was deployed by withdrawing the device and guidewire from the patient, however, the suture broke and remained in the patient. No attempt was made by the physician to retrieve the suture since he expected the suture to be expelled naturally. The procedure was successfully completed with no reported patient complications. The patient was reported to be doing well after the procedure.

Manufacturer narrative:
(B)(4). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the push catheter was kinked near proximal and distal ends. The guide catheter was broken into two pieces. The proximal piece of guide catheter was stretched and broken. The distal piece of guide catheter was kinked with a suture impression, and remained inside the delivery system and could not be removed. The stent and suture were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.